Manufacturer narrative:
The technical support representative advised the customer to restart their system. After the system was restarted, the reported error message had disappeared, and proper device operation was observed. Although restarting the system resolved the reported issue, the cause of the windows error message could not be determined.

Event description:
The customer reported that while monitoring telemetry patients on a xhibit central station, the central station got stuck in a windows display message "getting windows ready do not turn off your computer". During this time, they were unable to view telemetry patients. There was no patient or user death, or injury associated with the event.